Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a faulty chiller. The arctic sun 5000 was evaluated upon receipt. (Arctic sun 5000) no error code observed. It seems malfunction of the chiller compressor. Chiller assembly was replaced. An electrical safety test was performed. A final inspection was performed. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. Correction: b, d, f, h. The initial reporter phone number provided is (B)(6). All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the water could not be cooled down, the reading of chiller temperature (t4) was not changing. Mixing pump and chiller pump run properly. It seems malfunction of the chiller compressor in an arctic sun device. Per wo notes, the nurse found alert 113 (reduced water temperature control) and the water could not be cooled down, the patient's temperature kept normothermia. Replaced the unit by another one. Per review of wo on 01aug2025, device was used on patient. Sudden cardiac arrest patient who needs to be kept hypothermia by arctic sun, no other hurt by ttm device. Hx: patient had sudden cardiac arrest.

Event description:
It was reported that the water could not be cooled down, the reading of chiller temperature (t4) was not changing. Mixing pump and chiller pump run properly. It seems malfunction of the chiller compressor in an arctic sun device. Per wo notes, the nurse found alert 113 (reduced water temperature control) and the water could not be cooled down, the patient's temperature kept normothermia. Replaced the unit by another one. Per review of wo on 01aug2025, device was used on patient. Sudden cardiac arrest patient who needs to be kept hypothermia by arctic sun, no other hurt by ttm device.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.